Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5039373) in united states on 15-jan-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007. Consumer stated that the right coil immediately migrated before getting home from the procedure. She had cramping and it was painful to lie on her right side. She went for hsg (hysterosalpingogram) after three month time period to find out that one tube was blocked yet the other was completely open and the coil was misplaced. Her doctor said she would have to do again the right side essure and that the one that migrated could stay where it was because it would cause no trouble being that it was like a needle in a haystack. Consumer reported that she began having pain when doing abdominal exercises as if something were cutting into her uterus. She asked her doctor on at least three occasions through the years and he said each time that the essure could not cause the pain. She has been diagnosed with sleep apnea because of severe daytime sleepiness that began in 2010. She has had blood tests for rheumatoid arthritis which came back negative in 2014. She had severe aching and joint pain that started in her feet and was throughout her entire body. Her eyes have worsened at a speed quickly and had been consistent years prior essure. She had dry eyes and skin. She also mentioned that her back had a rash and her waist often itches uncontrollably. She was nauseous before bed frequently for no reason. She has been hospitalized for severe abdominal pain twice. She had diarrhea that had an offensive odor (chemical odor). Intercourse was painful due to the coil that was cutting the uterus. She could no longer exercise due to pain where the coil was in her uterus. Her moods were very inconsistent. She was sad frequently. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and hsg find out the other tube (right side) was completely open, the right coil immediately migrated/the coil was misplaced/coil was cutting the uterus (interpreted as device embedded). Severe abdominal pain is serious due to hospitalization and the event device embedded, is serious due to medical importance. Both events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, temporal relationship between these events and suspect insert is unknown. However, given its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since hospitalization was required. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up information received on 16-feb-2015 - ptc investigation result: (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A lack of efficacy may occur under the use of any product and is not indicative of a quality deficit per se. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and hsg find out the other tube (right side) was completely open, the right coil immediately migrated/the coil was misplaced/coil was cutting the uterus (interpreted as device embedded). Severe abdominal pain is serious due to hospitalization and the event device embedded, is serious due to medical importance. Both events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, temporal relationship between these events and suspect insert is unknown. However, given its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since hospitalization was required. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.